Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous artery. A 7.0mm x 40mm x 75cm mustang balloon catheter was advanced for pre-dilatation to perform a shunt percutaneous transluminal angioplasty (pta). However, one dilation was not enough for the lesion, so the position was shifted. During the second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another if the same mustang balloon catheter. No patient serious injury or adverse event were reported.